Event description:
It was reported that the impedances were tested during implantation and all were reported in the 30s. Stimulation was turned on for a bit, and then the impedances were retested and were the same. The clinician programmer was turnedoff and restarted with no change in the impedance readings. The decision was made to use a different lead, which tested with normal impedances using the same testing equipment and technique. After the procedure was over, the reporter placed the defective lead in a bath of normal saline and retested the impedances, which then read in the 800s. The other leads implanted that day all gave impedance readings in the 1000s.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot #va0nmzp, found the outer insulation damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation about 8.3 centimeters from the proximal end.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.